Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. (B)(4).

Event description:
It was reported that the patient had symptoms of being lightheaded. The right ventricular lead had a jump in threshold and non-capture on the remote monitor. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.